Event description:
Boston scientific (formerly guidant) received information from the patient's wife in response to a patient mailing. The patient's wife reported that his endograft has not been checked since the initial surgery. However, a couple of years ago, he was admitted for a non-specific stoppage. It was unknown if it was associated with his endograft. She did report that everything was checked at that time as she saw the graft on a scan, unsure of which type of scan was obtained. To date, no further adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information from the patient's physician were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.